Event description:
It was observed during the device investigation that the scope exhibited no image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the image issue was due to a faulty plug unit. Olympus will continue to monitor field performance for this device.